Event description:
Consumer reports test results don't compare properly to their other meter. Analysis run on clark error grid using competitive reading (273) as ref. Point vs. Bd reading 435, 413 yielded data points in the c range of the grid, outside of acceptable limits.